Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a faulty zz printed circuit-board. There was no image from the digital visual interface (dvi) output due to faulty dp board was noted. In addition, the portable memory failed to work intermittently due to faulty front panel that required replacement. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the video system center light-emitting diode is continuously glowing. The event occurred during preparation for use, prior to a diagnostic endoscopy procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation: 1.) Leds on the front panel continued to light up due to the faulty front panel board; 2.) There was no image from dvi output due to the faulty patient circuit board (dp board); 3.) The usb (portable memory) did not work intermittently due to the faulty front panel unit. The cause of the mentioned defective parts and unit could not be identified. Replacement of parts was recommended. Other incoming inspection findings were as follows: minor rust on the rear panel; scratches on the top cover; scratches on the front olympus will continue to monitor field performance for this device.